Event description:
It was reported that during the final tightening of the implant during an implant procedure, the back housing and screw became separated from the device. The physician confirmed the back housing and the screw were removed from the patient, but the implant itself remained in place as it was fully deployed and locked in the open position. The physician assessed the integrity of the implant did not seem to be impacted, and believed a larger surgical procedure would be required to remove the implant; and because it was positioned at the correct level and fully deployed, he did not feel there was a risk to the patient by leaving the device implanted. Additional information received reported the patient was well post-operatively.

Event description:
It was reported that during the final tightening of the implant during an implant procedure, the back housing and screw became separated from the device. The physician confirmed the back housing and the screw were removed from the patient, but the implant itself remained in place as it was fully deployed and locked in the open position. The physician assessed the integrity of the implant did not seem to be impacted, and believed a larger surgical procedure would be required to remove the implant; and because it was positioned at the correct level and fully deployed, he did not feel there was a risk to the patient by leaving the device implanted.